Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure (leaflet grasping) was due to procedural circumstances. The reported difficult imaging was due to patient anatomy. The cause of the reported perforation was unable to be determined. The reported hypoxia was a cascading effect of the reported perforation. The reported patient effects of perforation and hypoxia, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) thick septum and heart failure for a mitraclip procedure. During the procedure, imaging was difficult due to mitral valve ring shadow. Difficulty was experienced while grasping the leaflets due to poor imaging. No significant reduction in mr was achieved. As a result, the procedure was terminated with removal of clip from the anatomy. After clip removal, the septal shunt became bidirectional and spo2 dropped to the low 90s. The patient remained intubated. The mr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.